Manufacturer narrative:
Follow-up #1: date of submission: 01/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/05/2016 with the following findings: moisture was found in the battery compartment. A leak test passed with no observed leaks. There was additional moisture found inside the pump. The battery cap had stripped threads.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter stated that there is moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.